Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that approximately one week post implant of this lead the patient was admitted to the emergency due to tachypnea and left lateral itching pain. A cardiac computed tomography (CT) showed that this lead had dislodged and a perforation was seen. A revision took place and this right ventricular lead (rv) was repositioned successfully. No adverse patient effects were reported.